Event description:
Representative states patient received inappropriate therapy due to possible noise on lead. The associated ICD reached eos and both have now been removed from service.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.